Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010 and that a revision procedure was performed a few days after the initial procedure allegedly due to a mismatch between the head and cup. The head and taper adapter were removed and replaced. Patient's legal counsel further reported that a subsequent revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, difficulty with hip, and metal debris. A review of invoice history confirmed the primary surgery date and that the modular head, acetabular cup and taper adapter were removed and replaced during the revision procedure on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes for the revision procedure performed on (B)(6) 2012 indicates that it was due to pseudocapsule, fluid collection, loose acetabular cup, fibrous and granulation tissue which was stained with metal and osteolytic cysts. All components were removed and replaced. Operative notes also confirmed that the revision procedure in 2010 was performed to correct a mismatch between the acetabular cup and head.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(4) 2010. Subsequently, legal counsel for patient reports patient was revised on an unknown date a few days after the initial procedure allegedly due to a mismatch between the head and cup. The head and taper adapter were removed and replaced. Further revision occurred on (B)(6) 2012, due to patient allegations of pain, difficulty with hip, and metal debris. The head, cup and taper adapter were removed and replaced with biomet head and competitor cup. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-02114 / 02117).